Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombosis could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and the inflow/outflow conduits were not returned. Evaluation of the returned portions of (B)(6) did not confirm the reported pump thrombosis. The pump was returned assembled with the driveline cut approximately 3.5¿ from the pump housing, and the distal portion was returned for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was not returned. The outlet elbow was returned unattached from the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The device was cleaned, and the pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. Upon removal of the silicone jacket, the bionate was unremarkable. The braided shield and the underlying wires were unremarkable. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18jun2019. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had suspected pump thrombosis. The original speed was 10,400 and flow between --- and 3.8, pulsatility index (pi) of 3.1 and pump power (pp) of 6.6. A heartmate 2 to heartmate 2 pump exchange was performed on (B)(6) 2022. This was the patient's 2nd pump exchange (1st exchange: (B)(6) 2020). After explant, the pump was inspected visually, peri-operative. No thrombus was seen during inspection. The pump speed was increased to 10,800 due to assessment of the transesophageal echocardiography (tee).

Manufacturer narrative:
The first pump exchanged was referenced in MFR# 2916596-2020-00923. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.